Event description:
It was reported that the stenoscope system intermittently had boot-up problems prior to the case. The tech was able to finish the last case before calling for service. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the monitor cart cable. The system operates as intended.